Event description:
Customer reported device = 135 mg/dl at 4:30-5 pm. The next morning customer could not walk or talk. Customer call family member and they called emergency medical technician (emt). Emt device = in the 50s mg/dl at 5 am. Customer was given a tube of glucose and taken to the hospital. Hospital device = 51-52 mg/dl and hi. No treatment. No controls used. A request was made for return product and replacement product was sent.